Event description:
It was reported that leakage was observed at the needle hub during product preparation, prior to patient contact. The device was not used on the patient. A new device was opened and utilized to complete the procedure.

Manufacturer narrative:
(B)(4).